Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported the insulin pump alarmed lost sensor. Customer's blood glucose level was 170 mg/dl. Troubleshooting was performed. The right transmitter is programmed to the insulin pump. Customer was sitting when the alarm occurred. Sensor is inserted in the abdomen three inches away from the belly button. It appears to be fully inserted and flat on the skin. Alarm occurred during initiation, so radio frequency communication was not established. Customer was advised to find lost sensor. The transmitter tested fine. Customer was advised of what causes radio frequency interference. Customer was advised that the lost sensor occurred because calibrations were pending. No further information reported.